Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and inflamed on back under te pads. The patent reported a history of easily bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the equipment to allow the area to heal. Follow up indicated that the skin irritation improved.